Event description:
During use, reciprocating saw leaked black fluid into pt's oral cavity. Instrument was removed from field and sent to biomedical engineering for evaluation. Pt's oral cavity was irrigated with 1000 cc of saline. Procedure was completed. Pt was in stable condition. At post-op, no infection; no sequelae from incident.